Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. There were no button error alarms on the insulin pump. The device was received with cracked case at display window corners, cracked reservoir tube window corners and cracked battery tube threads. The insulin pump was received with minor scratches on the lcd window.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during teaching their alarm went off without touching the insulin pump. Customer's blood glucose reading was 150 mg/dl. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.